Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ ii short needle insulin syringe 0.5ml 0.30mm (30g) x 8mm u-100 100count had dirty needles. The following information was provided by the initial reporter have dirt inside needles.

Event description:
It was reported the bd ultra-fine¿ ii short needle insulin syringe 0.5ml 0.30mm (30g) x 8mm u-100 100count had dirty needles. The following information was provided by the initial reporter: have dirt inside needless.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MDR pr#9750376 was sent in error. Complaint captured under report MDR pr# 9668516 MFR#2243072-2024-00149. MFR#: 1920898-2024-00072 is void as a result.